Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported while transporting a patient the unit hit a bump and the screen went white. The unit was turned off and then back on and continued to work properly. There was no patient harm.